Manufacturer narrative:
Additional narrative: device was use for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the screws were broken post operatively. The patient needed a revision surgery. A short time after the revision the event occurred on the other side. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they do not know when and how this event happened. During x-ray control they found the broken screws.

Manufacturer narrative:
Two (2) patient account numbers were provided: (B)(6). Patient weight is unknown. Date of original implant procedure is unknown. Date of explant procedure is unknown. Manufacturing evaluation investigation: a visual inspection was performed and concluded that the locking screws broke below the screw head from the junction screw head to shaft. Based on the topography of the fracture surface, it is likely that the investigated screws (a and b) broke postoperative, not during insertion or removal of the implants. The screws were subjected to high loads. The screws could not resist the applied force which finally led to the material overload. Postoperative activities of the patient may have played a certain role, too. A review of the device history records found no issues that would have contributed to this complaint. No evidence of material or manufacturing defects was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.